Event description:
Elevated advia centaur total hcg (thcg) results were consistently obtained on a patient's sample series and considered discordant when compared to an alternate method. A scantibody tube was tested to rule out possibility of heterophile antibody interference and the results were similar to the advia centaur thcg results. The physician performed curettage and subsequently treated patient with methotrexate to reduce thcg level; without success.

Manufacturer narrative:
The cause for the false positive total hcg results is unknown. The instrument is performing within specification. The instruction for use (IFU) intended use section states: "for in vitro diagnostic use in the quantitative determination of human chorionic gonadotropin (hcg) in serum using the advia centaur and advia centaur xp system. The results obtained from hcg specimens are used as an aid in the assessment of pregnancy status. This assay detects the intact hcg molecule and free beta-subunits of the hcg molecule." The IFU states in the limitations section: "this kit is not intended for any use other than assessment of pregnancy status." "Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results-sometimes in consultation with other medical experts."